Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device arrived in good visual condition. The casing half breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, a complete breakaway washer was loaded inside the anvil; it is possible that the returned anvil does not belong to the returned device or was not the anvil which the device was fired with. The device was reloaded with staples and it was tested for functionality with the returned washer. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, when the device was being engaged, the device would not bring the tissue together. A new anvil was used with the same device and completed the procedure. There was no adverse consequence to the patient.